Event description:
A surgeon reported an unexpected outcome following intraocular lens (iol) implant surgery. He stated the patient had four diopters difference postoperatively. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. No root cause can be identified at this time. Additional information was requested (B)(6) 2011 and (B)(6) 2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).